Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the patient experienced a posterior capsule rupture when the injector was inserted. The nurse reported the event was due to not expanding the tunnel. The procedure was completed with another lens model. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was returned for analysis and the reported complaint could not be confirmed. The device was returned unused / inactivated. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is dried in the device. The device returned inactivated. No root cause identified as the reported complaint "posterior capsular rupture " could not be confirmed. No confirmation can be made if the product contributed to the reported complaint. The manufacturer internal reference number is: (B)(4).